Manufacturer narrative:
Footend lift. Sensor coil cord.

Event description:
It was reported by service report that the foot end was not lowering. It is unknown if there was patient involvement, however, no adverse consequences are reported.